Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data log review was repeated at time of device evaluation and confirmed the reported event of transmitter failed error. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a transmitter failed error occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 09/02/2016. The reported event of transmitter failed error was confirmed. A root cause could not be determined.